Event description:
Pt reported that their meter/lab comparison (side by side) results were 362 mg/dl (ss) versus 208 mg/dl (lab). No symptoms were reported. On follow-up, lfs rep walked customer through control solution test and discovered meter code (19) did not match strip code (4). Meter had same settings when meter/lab comparison was performed. Lfs rep helped pt reset meter code and reviewed qc procedures. A replacement meter kit was sent to the pt. There was no allegation of harm.